Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing intermittent audible (no visual) alarms while at home and was instructed to exchange the system controller. The alarms reported occurred at different times of the day and did not resolve after the pt changed to a different system controller. The issue was reportedly resolved when connected to the power module (tethered support). The pt felt fine, never lost consciousness, or developed any symptoms during the event. The pt, however, stated that he felt a warm feeling in his heart when the system controller was changed. It was reported that the pt is being admitted for right heart failure and fluid overload. It was also reported that the pt is not being admitted for mechanical problems but for non-compliance with blood glucose, food/fluid indiscretion, and heart failure.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.